Manufacturer narrative:
As reported, one hour after the placement of the 6f-7f mynx control vascular closure device (vcd), the patient suffered internal bleeding due to alleged detachment of the plug. The patient recovered as the sealant did not migrate pass the access point. After releasing the plug and making the final semi-compression, the procedure ended without complications. The internal bleeding happened about an hour later. There were no damages noted to the sealant sleeves after removal from the package. The mynx vcd was prepped according to the instruction for use (IFU) instructions. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Excess force was not applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site. The access site vessel was not tortuous. The device was stored in the correct temperature. The product was not returned for analysis. A product history record (phr) review of lot f1927301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿retroperitoneal bleed¿ and ¿sealant inaccurate placement-partial¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Retroperitoneal bleed (or retroperitoneal hematoma) refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a backwall or high stick, but may be worsened with anticoagulant therapy. There are several risk factors associated with bleeding complications, such as advanced age, high or low bmi, comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of the patient¿s healing process of the puncture site is of outmost importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion and surgical repair. Based on the information available for review, procedural factors (multiple attempts to access the left cfa) most likely contributed to the retroperitoneal bleed reported on the left side of the patient. If multiple attempts to access a vessel were made, the patient may have additional punctures that will not be closed with the mynx sealant, and a bleeding may occur. According to the safety information in the instructions for use, which is not intended as a mitigation ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review, nor the product analysis suggests that the reported events could be related to the manufacturing process of the device. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
One hour after the placement of the 6f-7f mynx control vascular closure device (vcd), the patient suffered internal bleeding due to alleged detachment of the plug. The patient recovered as the sealant did not migrate pass the access point. After releasing the plug and making the final semi-compression, the procedure ended without complications. The internal bleeding happened about an hour later. There were no damages noted to the sealant sleeves after removal from the package. The mynx vcd was prepped according to the instruction for use (IFU) instructions. Femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. Excess force was not applied during insertion. There was no presence of pvd / calcium in the vicinity of the puncture site. The was no access site vessel tortuous. The device was storage in the correct temperature. The device will not be returned for analysis as doctor discarded the device package after its utilization. No other information was provided.